Event description:
It was reported that one (1) patient in the conventional group sustained an intraoperative medial collateral injury. The extend of the injury and the method of treatment, if any, are unknown. Initial operative notes noted that the medial collateral ligament was injured during removal of meniscal remnants and posterior osteophytes. Primary repair of the ligament was performed as a hinge prosthesis was unavailable for use. Attempts have been made, however, no additional information is available

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, b4, b5, g3, g6, h2, h6, h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under manufacturing report number (B)(4).

Manufacturer narrative:
(B)(4). Eijking, h.m., hendrickx, r., van haaren, e.h., schotanus, m.g.m., dorling, I., bouwman, l., boonen, b., most, j. (2026). Robotic-assisted inverse kinematic aligned vs conventional mechanical aligned total knee arthroplasty. Unpublished manuscript. B3 - event date - article has not yet been published d10 - concomitant devices - unknown persona femoral component catalog #: ni lot #: ni, unknown persona articular surface catalog #: ni lot #: ni e1 - contact - journal article correspondence author. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one (1) patient in the conventional group sustained an intraoperative medial collateral injury. The extend of the injury and the method of treatment, if any, are unknown. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. D4, attempts have been made to gather all product identification information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.